Event description:
It was reported that the patient underwent a revision procedure 4 and a half years post implantation due to dislocation. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00801803603, item name: femoral head sterile, product do not resterilize 12/14 taper, lot#: 63096760. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the device involved was not a zimmer biomet product. The initial report was forwarded in error. Sections updated: b4, b5, g3, g6, h2, h11.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as the device involved was not a zimmer biomet product. The initial report was forwarded in error.